Manufacturer narrative:
(D10) concomitants: 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: 5144981. 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5: 5232370. 200-07-32 - advanced patella 32mm 3 peg implant: 5354747.

Event description:
As reported via clinical study approximately 1 month after a total knee replacement, patient underwent revision procedure to address, knee pain, swelling, popping, inability to fully extend knee, and rupture of left patellar tendon. No further issues or complications were reported. No additional information is available.